Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red alert was identified via patient monitoring due to a high out-of-range shock impedance measurement of 126 ohms on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert was identified via patient monitoring due to a high out-of-range shock impedance measurement 126 ohms on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced due to elevated threshold measurements. Threshold testing revealed a rv threshold measurement of 3.5v @ 1ms. No additional adverse patient effects were reported. It was noted that the rv lead was disposed, and will not be returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that a red alert was identified via patient monitoring due to a high out-of-range shock impedance measurement 126 ohms on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced due to elevated threshold measurements. Threshold testing revealed a rv threshold measurement of 3.5v @ 1ms. No additional adverse patient effects were reported. It was noted that the rv lead was disposed, and will not be returned for analysis.